Event description:
The surgeon inserted a cq2015 three piece collamer lens. Thelens tore upon into the eye. The lens was removed without enlarging the incision. No pt injury. Surgery was completed using another lens.